Event description:
At 0600 registered nurse getting am labs out of left arm sl PICC. Registered nurse flushing red lumen met resistance due to pt bending arm, registered nurse then registered nurse felt line break with the flush and PICC started leaking blood at the site. Registered nurse applied pressure at the site. Registered nurse called IV team, and applied pressure dressing. IV team at bedside at @0630. It seems like it broke spontaneous during routing flushing with an appropriately sized syringe.